Event description:
Tubing set micro-vol 60" - "use for veletri". Patient is at maintenance. Dose 26 ng/kg/min 49 ml/24hr pump rate. Using 2 - 1.5 mg" vials. Pumps due: 06/2023. Patient reports no problems with pumps. No side effects reported. Weight: 77lbs. Patient reports she is having issues with tubing fitting into hickman port and she needs to go back to the tubing that accredo was using. No missed dose or adverse event reported due to tubing issue. Unknown if tubing on hand for return. Patient could not provide name of tubing but stated her husband provided it previously. Pt's husband requesting a specific type of tubing, 60, 0.2micron filter. We think #37116 may be a match. Reported to cvs/caremark by pt/caregiver.